Event description:
This lead was implanted but showed high impedance readings and high threshold readings post-operation. The patient was brought back in and the lead was repositioned. During the repositioning, impedance was at 750 ohms and threshold was reading. 5v at .4ms. However, device interrogation showed greater than 2500 ohms. This lead was explanted and the physician implanted another lead instead. There are no adverse events reported for this patient. The device was retained at the hospital. Should additional information become available, this file will be updated.